Manufacturer narrative:
Other, other text: a sample was received to perform an investigation. The complaint sample was visually inspected at 12 to 16 inches under normal conditions of illumination. No abnormalities were detected during visual inspection. The sample was tested using a pump to prime the tubing. No difficulty was detected during priming and no alarms were activated. A device history record (DHR) review was performed on the lot numbers provided which indicated all inspections were completed and no issues were noted during manufacture. No root cause could be determined as the complaint could not be confirmed.

Event description:
Information was received regarding a cadd administration set. It was reported that an air alarm occurred after 3.5 to 4 hours. The possible lot numbers involved were 4089493 or 4103177. It is unknown if there was patient, or clinician injury associated with this occurrence.